Event description:
Indwelling foley catheter that had been in place for one day could not be routinely removed because the balloon could not be deflated by use of a syringe or by cutting the valve. The pt had to undergo a cystostomy in the o.r. To have the catheter removed. The balloon had been inflated with 5cc of water.